Event description:
Rptr c/o sudden onset of severe fatigue, joint pain, swelling and stiffness, hair loss, headache, chest pain, palpitations shortness of breath, cold and numb fingers and toes, oral ulcer, sudden onset of multiple medical problems reason unknown, frequent colds and flu. 2/96 found out problems could be from breast implants.